Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch basic meter would not power on. The patient manages her diabetes with metformin and glyburide. She also takes 5 units of novolog insulin 3-4 times a day. She also takes 20 units of levemir insulin once a day. The patient indicated that the alleged issue started on (B) (6) 2010, at "6:30-7:00." A day after the alleged issue began, the patient claimed that she developed symptoms of feeling nervous, sweaty, and hot. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.